Event description:
During an appenedectomy procedure the vena cava was injured during the insertion of either the insufflation needle or bladed trocar. The procedure was converted to open to control the bleeding, resulting in an unknown amount of extended o.r. Time. The procedure was completed with no further incident. The pt has since been released from the hosp. It is unknown how the injury occurred or which device contributed to it.